Manufacturer narrative:
Patient age is unknown; however reported to be over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary single-use biopsy forceps was used during a transbronchial bronchoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the dual pull wires broke and the jaws locked in the open position with a wire protruding from between the jaws. This occurred after the forth or fifth pass and having collected 3-4 biopsy samples from the patient. It was then decided to cut the device, instead of pulling it through the scope, to avoid causing any damage to the bronchoscope. The procedure was completed with another radial jaw 4 pulmonary single-use biopsy forceps device. No pieces from the device detached, either in or out of the patient. Reportedly, the device was tested functionally and inspected visually before use and no anomalies were noted there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 pulmonary single-use biopsy forceps was used during a transbronchial bronchoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, the dual pull wires broke and the jaws locked in the open position with a wire protruding from between the jaws. This occurred after the forth or fifth pass and having collected 3-4 biopsy samples from the patient. It was then decided to cut the device, instead of pulling it through the scope, to avoid causing any damage to the bronchoscope. The procedure was completed with another radial jaw 4 pulmonary single-use biopsy forceps device. No pieces from the device detached, either in or out of the patient. Reportedly, the device was tested functionally and inspected visually before use and no anomalies were noted there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that one of the pull wires was broken below the z-bend, while the other pull wire was bent out. Additionally, there was a gap between the clevis and the coil, and the device catheter was cut as reported. The device welding and riveting was found to be within specifications. The pull wires were sent for material analysis which determined that the broken pull wire occurred due to fatigue from bending in a cyclic event. Furthermore, the bent pull wire presented a mechanical cut and a irregular shape with two bending zones. Functionally, the returned unit was not tested due to the sample return condition. The condition of the returned incident device was consistent with the complaint that the pull wire was broken and protruding. The most probable root cause is undeterminable, however, an investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found related to the event. (B)(4).